Event description:
The status post heart transplant patient had a PICC line placement attempted for central venous access. The PICC line team reported they had difficulty threading the catheter despite repositioning it. They also had difficulty when attempting to remove the stylet, but eventually was able to do so. When the stylet was removed, they noted that the end of it was frayed. The patient was taken to interventional radiology where the line was successfully placed under fluoroscopy. Following the insertion, a small amount of contrast was injected to check for placement. It was during this injection that a small wire fragment from the first line attempt was visualized in one of the collateral veins and then removed using a snare without harm to patient.